Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips response center (rc) that the device displayed 'device error.' There was no pt involvement.